Event description:
Complainant alleged that while attempting to monitor the heart rhythm of a pt (age & gender unk) the device inappropriately shut down using battery power. Complainant indicated that the user installed a several new batteries into the device, and the device inappropriately shut down intermittently. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
The company has received the product and will be providing a follow-up report when our investigation is completed.